Event description:
Livanova deutschland received a report that an evo unit gave an intermittent error message (1538 code) associated to a faulty encoder. Pinpoint and clear of the nvmem (non-volatile memory) calibration procedures have been carried out by the customer; the unit worked for a short time then the error message came back. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo. The incident occurred in portugal. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the device has been received by the manufacturer for evaluation: functional test did not confirm the reported issue. Livanova is awaiting for customer approval to proceed with the preventive replacement of the encoder board and flat ribbon cable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: as a precautionary measure, livanova tssi representative replaced the encoder board enc 0601 (part number 90-305-910) and the flat ribbon cable (part number 97-101-871). A review of the device¿s service history indicated that the evo clamp was manufactured in 2010 and that no previous reports of similar events have been communicated to livanova. Since the reported issue could not be reproduced during internal testing, it is reasonable to assume that the event was non-systematic; based on investigations of similar cases, it cannot be excluded that the error was caused by an intermittent or temporary electrical fault between the encoder board and the flat ribbon cable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.